Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) experienced oversensing resulting in nonsustained episodes. During an examination, deep breathing and valsalva maneuvers produced inappropriate event markers and inhibition of pacing. No oversensing could be reproduced when the sensitivity of the ICD was temporarily programmed to a lower setting.